Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula broke off inside the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that when the patient removed the pod after longer than 48 hours of wear, the cannula detached from the pod and stayed inside of patient's skin. Patient also reported having some bleeding at the infusion site when the pod was removed. Treatment for the reported issue was not provided.